Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the electrode belt connector pins were bent. The cause of the incoming test failure is the bent connector pins. The root cause of the bent pins is excessive force during belt insertion while the pins were mis-aligned. No adverse event resulted from the bent pins.

Event description:
A us distributor contacted zoll to report that a patient electrode belt connector was cracked.